Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure due to torn and missing retractor band. A field service engineer replaced the retractor band and rebooted the pyxis to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer cable with metal retractor band was torn and fell out of the back of the drawer, later discovered in matrix drawer 7. The customer stated that there was a delay in patient care and med administration due to this failure as the nurses had to vend meds from another pyxis on unit, but no patient harm reported. There were no adverse events or injuries reported based on this event.